Event description:
Additional information received reported that patient had the device explanted due to infection. There were no plans at this time to reinsert the device. The infection site was at the occipital location. The result of the tests was unknown. The patient was healing and was seeing physician for injections at this time.

Event description:
It was reported that the patient developed an infection and was scheduled for explant on (B)(6) 2012. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).